Event description:
It was reported that the customer was having a difficult time adjusting his insulin pump. St the time of reporting his blood glucose was 110mg/dl. He stated that he is receiving contradictory advice from his endocrinologist and his nurses at the va. He also stated that he believed he was having too many lows. He reported having recent lows of 47mg/dl and 38mg/dl for which he was hospitalized. He was guided to the medtronic website and shown information regarding changes to basal rates. He was also advised the 24 hour helpline was his best resource if he had any question regarding the function of his insulin pump. No equipment was returned. No additional information to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.